Event description:
As reported by our affiliates in (B)(6), during the implant of a sapien 3 valve by tf approach in aortic position in a patient with poor lv function, procedure was performed in conscious sedation. When entering through the native aortic valve the patient´s blood pressure dropped. Patient deteriorated and became agitated, moving around on the table. The s3 valve was in a good position for implantation but because of the stressful situation the pusher wasn't properly retracted. On deployment the s3 valve moved downwards to the lv. It initially was attached in very low position in the annulus but shortly afterwards embolized into the lv. A second valve was quickly loaded and implanted in a good position and thereby the hemodynamics promptly stabilized. It was considered taking the patient to surgery but considering his comorbidities, the chance of tolerating this procedure was slim. Therefore, a third valve was loaded and implanted to stent the embolized valve to the second valve. The patient post op did great and was discharged in good condition.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the embolization is likely related to the initial malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the first valve was deployed in the ventricle. Due to the high risk of embolization of the aortic valve they did not want to transport the patient to the or. Instead, a second valve was successfully implanted in the aortic position. Upon which the first valve embolized and became tilted upside down in the ventricle and placing itself so it obstructed the sapien 3 (s3) in the aortic position. A third s3 was then placed inside the obstructing s3 to open it up and also connected it with the s3 in the aortic position. All three s3 valves became secured together and work well. The patient is fine.